Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a tummy tuck, the needle broke as the device passed through the subcutaneous tissue. Another device from a different lot was used to complete the case. There was no patient injury.